Manufacturer narrative:
Device evaluation: one cadd legacy 1, mdl 6400 was returned for analysis in used condition. Visual inspection showed the pump was in good condition and had only a scratched screen. Functional testing involved attaching a fluid filled cassette to the pump, however testing could not be completed due to air in line alarm displaying. The investigation determined the air detector was the cause of the reported issue. The air detector was replaced. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that a cadd legacy 1, mdl 6400, pump was alarming air in line.